Event description:
Reported due to stroke: on 04/27/2006 the physician successfully deployed a 6.0mm embolished. The stent target lesion vessel was the right internal carotid artery and common carotid artery. The pre-procedure percent diameter stenosis was 90% and vessel diameter at target lesion 6mm.pre-stent dilation was performed with another brand of balloon. The xact stent was deployed successfully followed by post stent dilation with another brand of balloon. Visual estimate of final residual stenosis at the target lesion was 0%. On 04/27/2006 the patient developed left sided weakness while in the recovery area. The patient was discharged two days later to a rehabilitation unit.